Manufacturer narrative:
The syngo.plaza is working as designed and according to the specifications; the reported data loss was unrelated to the syngo.plaza product. The syngo.plaza product did not contribute to the partial data loss at the concerned site. No consequences have been reported from this user.

Event description:
Siemens became aware of data loss on the syngo.plaza system. It was reported that patient images were missing from the short term storage (sts). The missing images were dated between january 2017 and january 2019 and the total extent of data loss was determined as follows: 29 patients / 32 studies / 38 series / 4973 images. At the time of the issue the concerned site was running on the syngo.plaza with sw version vb20a_hf05. The available log files showed that all syngo.plaza service shut down abnormally. The trigger for the shut down is unknown as no event log files are available for that date. It is responsibility of the user to maintain the hardware. The system since then has been update to newer version - syngo.plaza with sw vb20a_hf07. The reported event occurred in (B)(6).